Manufacturer narrative:
Zimmer biomet complaint (B)(4). No devices were received; therefore the condition of the components is unknown. Photograph provided shows that the bearing post is fractured. Review of the device history record identified no related deviations or anomalies during manufacturing. Root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a left knee arthroplasty. Subsequently, the tibial bearing post fractured off when the patient was in motion. The patient required a revision to replace the tibial bearing. No further event information is available at the time of this report.